Event description:
A nurse educator called to report the customer was hosptialized for high bgs. It was stated the insulin was not exiting. The infusion set was changed and bgs were still running high. Troubleshooting was performed. The insulin was not exiting and there was a resistance when the plunger on the reservoir was pressed. Then the reservoir was changed and the lead screw test passed.